Event description:
It was reported that a spectrum pump alarmed close door when the door was already closed. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced an alarming for close door when the door is closed as a door not fully latched alarm while attempting to load a set. This was caused by raised threaded inserts and cracked insert bosses in the front case which allowed separation between the front case and mechanism assembly resulting in excessive force to close the door. The front case assembly was replaced.